Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the keys on the insulin pump melted. The keys were not working. The customer was unable to troubleshoot for a no delivery alarm. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with missing keypad. The insulin pump was unable to verify button/keypad response or excessive no delivery alarm due to missing keypad. Not getting hot. The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip. The insulin pump was unable to perform displacement test due to missing keypad.